Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (B)(4) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. User could not clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.